Event description:
It was reported two balloons burst at six atmospheres on the first inflation during a right iliac angioplasty of a calcified lesion. Another balloon catheter was used to successfully complete the procedure without pt complications. These devices were returned, evaluated and retained by this MFR. The engineering eval indicated the catheter shaft on one unit was bowed and corkscrewed on the other. Microscopic exam of the first balloon revealed a pin-hole leak located 14mm distal to the proximal radiopaque marker and a kink located under the balloon 6mm distal to the distal radiopaque marker. Scratches and chatter marks were noted on the balloon surfaces. Balloon rupture or balloon leakage is an anticipated event of percutaneous angiopplasty which has been associated with overpressurization or use in a calcified lesion. Follow-up indicated these balloon catheters were used in a calcified lesion. These devices displayed characteristics consistent with overpressurization, bowed and corkscrewed shaft, as well as contact with a sharp external source, scratches and chattermarks on the balloon surfaces. Therefore, co believes these factors contributed to this event and do not attribute it to the devices. Direction for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."